Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. A vyaire field service representative (fsr) was unable to verify the customer's reported issue. The device passed all testing and met all vyaire manufacturer specifications. The technician also visually inspected the device and did not see any issue.

Event description:
The customer reported that the 3100a ventilator produced a burning smell while connected to a patient. The customer also stated that the mean airway pressure (map) was fluctuating. The patient was removed from the ventilator and placed on a back up 3100a. The customer confirmed that there was no patient harm associated with the reported event.